Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber was returned in two sections, a proximal and a distal section; the proximal section: the length of this section is 11 feet 8¾ inches; the distal end of the glass fiber is fractured and does not extend from the blue outer sheath; the distal end of the outer sheath exhibits small black marks within; the distal section: the length of this section is 7 cm long; the fracture at the proximal side does not show signs of melting; the fiber is fractured within the blue outer sheath at 4 mm form the distal end; the fiber tip appears in good condition and extends 3 mm from the outer sheath; the distal end of the blue outer sheath exhibits black marks within; a section of flexible scope was returned. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling/anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a procedure, the customer reported "breakage of the sureflex 273 fiber causing breakage of the "ureterorremoscopio flexible." Reportedly, the case was "completed with an alternate procedure". Patient outcome: "no damages to the patient". There was no patient injury reported. No further information was available.